Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user with a freestyle libre 3 plus sensor experienced prolonged pairing, with the ilet remaining in pairing without any associated alarms, and pairing subsequently resolved after performing a toggle of settings, restarting the ilet, rescanning the sensor, and entering warm-up. No adverse clinical symptoms reported. Outcomes included no impact on health and no need for medical care. User support included review of device logs and guided troubleshooting. Investigation of this case revealed a transient communication or pairing issue between the ilet and the libre 3 plus sensor that resolved after standard reset and rescan steps, consistent with previously observed pairing behavior without device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction or transient connectivity interference.